Manufacturer narrative:
This report is submitted on january 02, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and migration of the implanted device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient was also placed under general anesthesia on (B)(6) 2023 to reposition the device. The implanted device remains.

Manufacturer narrative:
Correction: the correct b4 was on november 21, 2023, not december 06, 2023 as previously reported. Per the clinic, the device was explanted on (B)(6) 2023 due to the electrode was dislodged intraoperatively. The patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on february 02, 2024.